Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A f/u report will be submitted if the investigation results require.

Event description:
It was reported that during a cranial procedure, the drill stopped functioning. The procedure was completed successfully by using a manual drilling technique. There was no add'l treatment or medical intervention required as a direct result of the event. No pt or user injury was reported, and no other adverse consequences were alleged with this event.